Event description:
The lead was returned to the manufacturer for evaluation, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.